Event description:
It was reported that log file analysis captured a no external power event on (B)(6) 2022 which was caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) ) was not returned for analysis; however a log file was submitted for review spanning approximately 3 days (18apr2021 - 21apr2022 per timestamp). On (B)(6) 2022 at 21:57:53 - 21:57:58 there was an atypical no external power alarm while connected to the mpu due to a loss of ac power. The backup battery provided power during this event and this event cleared once ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 16may2022 indicated that the ac power cord on the wall outlet had come off, and that the mpu would not be returning. The root cause of the reported event was determined to be from the power cord getting disconnected at the outlet, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cord on the wall outlet side came off due to it getting caught on something. It was noted that the unit had a v-lock connector on the power cord.